Event description:
During routine testing of the device at the service center, the service technician reported, the monitor failed the 12 volt battery test. This monitor was originally returned for the smell of smoke when the battery issue was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.